Event description:
It was reported that during a da vinci-assisted hemocolectomy surgical procedure, the large hem-o-lok clip applier was unable to grasp and hold clips. They had to be finger loaded. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint of "would not grasp". The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed. This is due to the loose grip cable. The root cause of this failure was attributed to a component failure. Additionally, the instrument was found to have a loose grip cable at the proximal end. As a result, the instrument failed the clip test. The root cause of loose instrument grip cables is attributed to a component failure. A review of the instrument log for the large hem-o-lok clip applier (part# 470230-12/ lot# n10210721 / sequence# 0236) associated with this event has been performed. Per this review of the logs, the instrument was last used in a procedure on (B)(6) 2022 on system serial# (B)(4) with 83 uses remaining. Based on this review, the instrument was not used in the reported event date. There was no image or video clip submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being reported as a reportable event due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.